Event description:
On (B)(6) 2011, pt reported that she "passed out" a few months ago due to hypoglycemia. Pt noticed air bubbles in the infusion set tubing and completed the prime procedure while the tubing was connected to her body. The paramedics were called, and her blood glucose was 2 mmol/l (36 mg/dl) when they arrived. Pt's normal blood glucose is 4-10 mmol/l (72-180 mg/dl). Pt was given a glucose IV to treat hypoglycemia. The infusion device was replaced and requested for eval, and the infusion set was discarded and will not be returned for eval.